Event description:
This complaint was reported via medwatch # (B)(4): it was reported during intra-aortic balloon (iab) therapy, the bedside registered nurse (rn) noticed iabp(intra-aortic balloon pump) waveform changed, flushed the line and waveform returned momentarily. The waveform changed again and when the registered nurse (rn) assessed the helium tubing, condensation and small specks of blood were found in the line. The coronary care unit team(ccu) was called to the bedside and at this time the amount of blood in the tubing increased. Intra-aortic balloon pump(iabp) was put in standby and helium tubing clamped. The patient reporting pain. Cardiothoracic(CT) surgery team came to assess the patient. Balloon was removed. The right axillary artery was repaired. Event date: (B)(6) 2017.

Manufacturer narrative:
Corrected other relevant history. Correction of event date from (B)(6) 2019 to (B)(6) 2017. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
This complaint was reported via medwatch # (B)(4): it was reported during intra-aortic balloon (iab) therapy, the bedside registered nurse (rn) noticed iabp(intra-aortic balloon pump) waveform changed, flushed the line and waveform returned momentarily. The waveform changed again and when the registered nurse (rn) assessed the helium tubing, condensation and small specks of blood were found in the line. The coronary care unit team(ccu) was called to the bedside and at this time the amount of blood in the tubing increased. Intra-aortic balloon pump(iabp) was put in standby and helium tubing clamped. The patient reporting pain. Cardiothoracic(CT) surgery team came to assess the patient. Balloon was removed. The right axillary artery was repaired. Event date: (B)(6) 2019.